Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator delivered stimulation using 14 electrodes, at a pulse width of 450-600 microseconds, a rate of 65-100 hertz, and at 4.5 volts. The pt had 2 groups with 2 programs each. The implantable neurostimulator started displaying out of regulation messages about 4 months ago. The pt had the ability to adjust stimulation with her pt programmer. Stimulation parameters were decreased to deliver stimulation using 3 electrodes per lead. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.